Event description:
Condition of packaging when received. - good condition. Condition of part when removed from packaging. - good condition. Was defect discovered prior to or after installation? - after. How was deficiency discovered? - while opened for surgical case. How was deficiency confirmed? - from visual confirmation from surgical tech. Were there any ID markings or stamps on deficient item? - grease like spot on back table cover. Were serviceable tags attached or available when item was received? - n/a. Are pictures of the defective item available? - yes.